Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. There was no issues with preparation of the sheath. The transeptal access was obtained. Then, it was attempted several times to aspirate sheath. Sheath was removed with no kinks or bends. However, sheath would not flush on back table. Thus, a new sheath opened and inserted. No patient complications reported. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. There was no issues with preparation of the sheath. The transeptal access was obtained. Then, it was attempted several times to aspirate sheath. Sheath was removed with no kinks or bends. However, sheath would not flush on back table. Thus, a new sheath opened and inserted. No patient complications reported. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk assessment: a review of the faradrive steerable sheath clear risk documentation was completed and confirmed that the event of loss of aspiration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event; therefore cause not established cause code was selected. The cause of the aspiration issues the customer experienced with the sheath was not able to be determined, as the device has not been returned to bsc for analysis at this time.